Event description:
It was reported that review of merlin.net transmissions revealed that the implantable cardioverter defibrillator exhibited sensing of crosstalk on the ventricular channel, intermittent right ventricular capture, and far-r events being sensed on the right atrial channel. No patient symptoms were reported at the time of the review. On (B)(6) 2017, the device was reprogrammed. No oversensing events were observed post programming changes. Patient was stable and will continue to be monitored normally.